Manufacturer narrative:
(B)(4).

Event description:
Procedure carotid repair via patch: according to the reporter: the customer states that after suturing the patch on the carotid, the clamps shutting down blood flow were opened. Immediately after blood flow was initiated, the suture broke and the patch was dislodged from the carotid artery. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc. Yes: pt's artery had to be re-clamped. Large amount of blood loss. Other patch was needed. Extended operating room time by 30 min: unanticipated tissue loss: no. Was there any irreversible tissue damage as a result of this problem: no. How was the damage treated/corrected. Unanticipated extension of the incision by more than one inch: no. Unanticipated blood loss of 500ccs or more: yes 2000cc. Was surgical time delayed by more than 30 mins due to the product problem: yes. If yes, did this delay in surgery after the pt in any way such as extension of the hosp stay; and explain: yes, pt hosp stay was extended due to heavy blood loss. And the pt was placed in intensive care for continuous registering of av functions. Device fragment or component falling into the pt's cavity: no. Device fragment left in the pt: no.